Event description:
It was reported that the 3-way stopcock that was assembled on a cook wayne pneumothorax catheter was discovered to be broken when the patient was in the recovery room. The break resulted in a pneumothorax. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Postal code: (B)(4). PMA/510(k): exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received 30jan2023, it was reported that leaking from the device led to a pneumothorax for the patient. The device had been secured with a 3m dressing and was in place for less than 1 hour prior to being replaced with another manufacturer's device. The patient was said to require prolonged hospitalization because of this occurrence.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation/evaluation: it was reported by (B)(6), that the three-way-stopcock from a wayne pneumothorax set (rpn: c-utpt-1400-wayne-112497; lot#: 14609873) broke. The device was placed in the patient and was secured with a competitor¿s dressing. An hour after placement, when the patient was in the recovery room, leakage from the stopcock was discovered and the patient sustained a pneumothorax. An additional procedure was required to replace the wayne with a competitor¿s device. The patient required prolonged hospitalization due to this occurrence. No other adverse events were reported. Reviews of documentation including the complaint history, device history record (DHR), quality control, specifications, and instructions for use (IFU), as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One used stopcock from a cook wayne pneumothorax set (rpn: c-utpt-1400-wayne-112497, lot number: 14609873) was returned to cook. Inspection of the stopcock found a crack on the body of the device. Additionally, during leak testing, water leaked from the crack in the stopcock. An unsuccessful attempt was made to return the device to the distributor, (B)(4). The distributor (B)(4) reported that they sent samples from the complaint lot to a laboratory where a stress cracking resistance test was performed according to the annex e standard, iso 80369-20. It was reported to cook inc. By (B)(4) that the test came out normal, there was no cracking of the tested luers. Based on those results, the supplier (B)(4) concluded that the crack in the product was due to improper use of the product, ¿closing it with a torque that exceeds the maximum torque in the standard.¿ cook was unable to confirm the supplier¿s conclusion as the supplier was unable to test the actual device returned to cook for investigation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot: (14609873) and the related subassembly lots revealed no recorded non-conformances relevant to the failure mode. A database search for complaints on the reported lot found no additional complaints reported from the field. Cook concluded that no non-conforming product from this lot exists in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: instructions for use: ¿9. Do not connect catheter directly to wall suction. 10. All connections must be secure and airtight. Perform inspection of the catheter and connections regularly.¿ how supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, inspection of the returned device, and the results of the investigation, a potential root cause has been traced to component failure. It is possible that the device or device connections were not secure during patient transfer and was damaged. It's also possible that connections could have been over tightened resulting in the stopcock damage. Cook is unable to confirm either of these without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.